Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30706, related manufacturer reference number: 1627487-2020-30710. It was reported an infection was suspected at the patient¿s ipg site and extension connection site caused possibly due to erosion. Physician prescribed oral antibiotics. Later surgical intervention was undertaken wherein the ipg and extensions were explanted. Patient is stable. Further information was requested but not available.